Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 404 mg/dl. Customer reported that the infusion sets quit working after a day, he changed the infusion set and blood glucose went down. Customer declined troubleshooting for high blood glucose and the customer was not in auto mode. The insulin pump will not be returned for analysis.